Event description:
The facility reported a colleague infusion pump with failure code 550:320:654. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the intensive care unit. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550:320:654 was confirmed by baxter personnel during review of the event history log. The root cause was assigned to a damaged speaker wire. The main batteries were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.